Event description:
It was reported that the patient had an initial intramedullary screw fixation of the right growth plate. After this, suffers a fall during gymnastics class resulting in a femur fracture. Subsequently was revised with a short nail, which is the first known zb implant. Approximately 4 months later, patient was revised again to change to a long nail due to implant fracture. Postoperatively was infused for acute anemia. Finally, another revision was performed approximately 2 years later due to unknown reasons. It is unknown if the nail was explanted. Due diligence is in process and to date no additional information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: belgium. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. As per complaint investigation this complaint is processed as a limited investigation as the device work as intended. Limited investigations do not need to have the DHR, raw material certificate, sterilization certificate, complaint history, product hold/field action pulled and reviewed. Also, a review of the risk management file has not been completed as the device work as intended, and no problem was found for this product. Complaints are monitored per complaint trending process. Medical records were provided and reviewed by a health care professional. The patient is a female born in 2000, is 174cm and 120kg (bmi 39.6). Later on, it was confirmed by radiographic of consolidation of fracture. Subsequently components explanted due to complete consolidation of femur. Based on the available information, the reported event can be confirmed. As revealed in the instruction for use valid at the moment of implantation zimmer® natural nail® system cephalomedullary nail - titanium® ti-6al-4v alloy, in the section precaution: "temporary internal fracture fixation devices are designed to stabilize the fracture site during the normal healing process. After healing occurs, these devices serve no functional purpose and should be removed.". Therefore, the device work as intended, and no problem was found for this product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.